Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10417. The pt has two scs systems implanted. It was reported the pt experiences a shocking sensation when in water. The sensation occurs whether stimulation is on or off. Follow up info revealed reprogramming resolved the shocking sensation the pt felt in the shower; however, he still experiences the sensation while in the pool. The pt stated he feels his ipgs are not functioning correctly and may need to be replaced. The pt has scheduled an appointment with his physician to discuss the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.